Event description:
Olympus was informed that during an unspecified colonoscopy procedure, the users had experienced a complete loss of image. There was no patient harm reported.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. The user facility reported that the complete loss of image was experienced when the device was near the cecum, and the intended procedure was completed with an identified endoscope. The user facility reportedly did not troubleshoot at the time when the loss of image was experienced. The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report. The image was noted flickering intermittently but was still visible. The 1-4 switches were functioning intermittently. There was fluid invasion noted in the scope connector which could have caused or contributed to the reported phenomenon, and the 1-4 switches were not functioning properly. The 1-4 switches were functioning properly after aeration but the image on the referenced device was still found flickering intermittently which could have attributed to the charge-couple device (ccd). Additionally, there were frayed wires noted on the bending mesh at the bending section side. The distal end cover was cracked which caused it to fail the insulation test. The referenced device passed the leak test. As the device passed leakage testing the likely source of the fluid invasion appears to be due to mishandling, likely during reprocessing. The referenced device was refurbished and returned to the customer. This report is being submitted as a medical device report in an abundance of caution.